Manufacturer narrative:
Device evaluation: one cadd legacy 1 pump was returned for analysis. Event history log review was performed and found no evidence of reported problem but 1720 error codes. Investigation unable to performed delivery accuracy testing due to pump continues to display "1720" error code message during investigation. Investigator's also unable to performed fluid delivery accuracy tests for the retuning pump due to the pump keeps displaying "1720" error code message. Investigation recommended the pump expulsor assembly with a faulty back up capacitor to be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump failed accuracy by -11.55%. No patient involvement reported.